Manufacturer narrative:
The insulin pump was received with unresponsive act and down arrow buttons due to corroded keypad traces. Unable to perform displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to button keypad anomaly. The insulin pump had cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump's escape and act buttons did not respond. The customer did not recall any significant events leading up to the error alarm. Blood glucose level at the time of the call was 214 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.